Manufacturer narrative:
The product was requested from the initial reporter. A follow up report will be submitted upon the receipt of the product.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported this patient with poor oral hygiene has a bone defect. There were no reported patient complications.